Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the reported complaint of the xen glaucoma treatment system could not be confirmed as the injector and the gel stent was not returned for further investigation. Based on the DHR review the reported complaint was not caused by a manufacturing defect or issue. The manufactured xen systems are 100% tested and inspected in-process at manufacturing. The event of unsuccessful placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they failed to get the xen®45 gts implanted properly in the unknown eye. Surgery was completed with a trabeculectomy.